Event description:
It was reported that a part of the blade was missing. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, after dilating the target lesion using this device, it was removed from the patient's body. When the wolverine was checked outside the patient body, it was noted that half of the flex point (middle portion) on one out of the three blades was missing. It was not confirmed when it was missing. The device was removed as usual and the procedure was completed without replacing the device since target treatment was completed despite the noted issue. There was no adverse health hazard to the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. Three blades were present on the balloon surface however the following blade damage was noted on one blade. The proximal blade segment was broken with approximately 0.5mm remaining intact in the pad. A length 3.5mm of this blade segment was missing and had not been returned. No issues were noted with the pad of this blade. It was fully secured to the balloon surface. A visual and tactile examination found multiple hypotube kinks present. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that a part of the blade was missing. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, after dilating the target lesion using this device, it was removed from the patient's body. When the removed wolverine was checked, it was noted that half of the flex point on one out of the three blades was missing. It was not confirmed when it was missing. The device was removed as usual and the procedure was completed without replacing the device since target treatment was completed despite the noted issue. There was no adverse health hazard to the patient.